Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated that the seat of the wheel chair is coming off of the chair.